Manufacturer narrative:
The hydrus microstent is not available for evaluation because it was discarded. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Hyphema, elevated iop, and blurred vision are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent cataract surgery with attempted hydrus microstent implantation on (B)(6) 2022. The surgeon was unable to release the microstent from the cannula and opted to abort the procedure. During removal of the device, an artery was nicked resulting in hyphema. On post-operative day 1, there was a 2.2mm hyphema with iop of 48mmhg (unknown if medicated) and the patient was referred to a glaucoma specialist. The hyphema improved by the 2-week postoperative visit and by (B)(6) 2022 the patient was stable and cleared for surgery on the contralateral eye.